Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was observed, and later confirmed by a physical examination on (B)(6) 2018. As a result, replacement with mentor saline implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 right sided deflation was observed, and later confirmed by a physical examination on (B)(6) 2018. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Examination of the device revealed a rent adjacent to the vicinity of the diaphragm valve. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 6/15/2018. The event date has been updated. The final fill volume of the impacted product was 250ccs. The replacement implants were mentor smooth round moderate profile 250cc saline prostheses. The mentor failure analysis lab received the device for evaluation on 6/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).